Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") in a 37-year-old female patient who had essure (batch no. 50701364) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, muscle pain, numbness, tingling and chest pain. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding"), migraine ("migraines/migraine /headaches"), vaginal infection ("chronic vaginal infections/infection: vaginal,"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced depression ("worsening of her depression/psychological /psychiatric: depression during period,"), anxiety ("worsening of her anxiety/psychological /psychiatric: anxiety during period,") and mood swings ("hormonal changes: mood swings,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), dysgeusia ("metallic taste in mouth"), myalgia ("severe muscle pain"), pain ("general body ache"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating"), headache ("headaches"), weight increased ("weight gain"), weight decreased ("weight loss") and chest pain ("chest pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, menorrhagia, dysgeusia, myalgia, feeling abnormal, hypoaesthesia, abdominal distension, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, weight decreased, vaginal haemorrhage and chest pain outcome was unknown and the abdominal pain lower and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, chest pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, menorrhagia, migraine, mood swings, myalgia, pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pelvic sonogram,probable involuting cyst left ovary. Essure implants noted. Otherwise unremarkable transvaginal ultrasound quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") in a 37-year-old patient who had essure (batch no. 50701364) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, muscle pain, numbness, tingling and chest pain. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding"), migraine ("migraines/migraine /headaches"), vaginal infection ("chronic vaginal infections/infection: vaginal,"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced depression ("worsening of her depression/psychological /psychiatric: depression during period,"), anxiety ("worsening of her anxiety/psychological /psychiatric: anxiety during period,") and mood swings ("hormonal changes: mood swings,"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), dysgeusia ("metallic taste in mouth"), myalgia ("severe muscle pain"), pain ("general body ache"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating"), headache ("headaches"), weight increased ("weight gain"), weight decreased ("weight loss") and chest pain ("chest pain"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, menorrhagia, dysgeusia, myalgia, feeling abnormal, hypoaesthesia, abdominal distension, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, weight decreased, vaginal haemorrhage and chest pain outcome was unknown and the abdominal pain lower and pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, menorrhagia, migraine, mood swings, myalgia, pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Pelvic sonogram,probable involuting cyst left ovary. Essure implants noted. Otherwise unremarkable transvaginal ultrasound . Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs, medical records received; new reporter, relevant information and lab data, essure indication, start stop date,lot number 50701364, concomitant product,new events abnormal bleeding (vaginal, menorrhagia), hormonal changes: mood swings were added and remaining clubbed with previous events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain,") in a 37-year-old female patient who had essure (batch no. 50701364) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression, anxiety, muscle pain, numbness, tingling and chest pain. Concomitant products included cilest (ortho tri-cyclen) from (B)(6) 2013 for contraception as well as clonazepam (klonopin) since 2006, clonazepam from 2011 to 2016, cyanocobalamin from 2011 to 2016 and panadeine co (tylenol #3) since 2013. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue"). On (B)(6) 2013, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding"), migraine ("migraines/migraine /headaches"), headache ("headaches"), vaginal infection ("chronic vaginal infections/infection: vaginal,"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), weight increased ("weight gain") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("worsening of her depression/psychological /psychiatric: depression during period,"), anxiety ("worsening of her anxiety/psychological /psychiatric: anxiety during period,"), mood swings ("hormonal changes: mood swings,"), depressed mood ("feelings of sadness") and asthenia ("lack of energy"). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), dysgeusia ("metallic taste in mouth"), myalgia ("severe muscle pain"), pain ("general body ache"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating"), weight decreased ("weight loss"), chest pain ("chest pain") and abdominal pain ("abdominal pain"). The patient was treated with ibuprofen, antibiotics and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, back pain, menorrhagia, dysgeusia, myalgia, feeling abnormal, hypoaesthesia, abdominal distension, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased, weight decreased, vaginal haemorrhage, mood swings, chest pain, depressed mood and asthenia outcome was unknown and the abdominal pain lower, pain and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, asthenia, back pain, chest pain, depressed mood, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, menorrhagia, migraine, mood swings, myalgia, pain, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Ultrasound scan vagina - on (B)(6) 2016: essure coils are noted bilaterally in the fundus. Pelvic sonogram,probable involuting cyst left ovary. Essure implants noted. Otherwise unremarkable transvaginal ultrasound . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet was received events added from pfs-.feelings of sadness, lack of energy,abdominal pain. Reporter information, events onset date were updated. Lab data, concomitant drug were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and anxiety. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe lower back pain"), menorrhagia ("abnormally heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), myalgia ("severe muscle pain"), pain ("general body ache"), feeling abnormal ("brain fog"), hypoaesthesia ("numbness"), abdominal distension ("severe bloating"), migraine ("migraines"), headache ("headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("worsening of her depression"), anxiety ("worsening of her anxiety"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, dysgeusia, myalgia, pain, feeling abnormal, hypoaesthesia, abdominal distension, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, alopecia, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, hypoaesthesia, menorrhagia, migraine, myalgia, pain, pelvic pain, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her cervix, uterus and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.